Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, loss of motion and loosening of the tibial component at the cement to implant interface. Depuy cement was used. The surgeon removed all the components except the patella. Doi: (B)(6) 2018; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to difficult to open ampoules. Total for lot number: complaints received by cmw in the last 12 months for this issue ¿ by product code: 0. By product family: 13 (6x smartset ghv, 7x smartset gmv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.